Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one signia powered handle. Analysis of the system logs found a software error. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a software fault that is due to software restrictions on the capacity of the queue. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopy-assisted distal gastrectomy at the 1st firing when the cartridge was connected and the opening and closing check was performed, there was no abnormality either, but when the doctor performed articulation, etc. An alert sound was heard, and a red circle with a red diagonal line on the handle mark was shown on the display, and the device could not be used. Only the power handle and the power shell were replaced with new products, and the operation was completed without problems. There was no patient injury.